Event description:
The customer reported that the internal paddles were not functioning. There was no pt involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer. The symptom was clarified as the internal paddles failed to discharge when the shock button on the paddle set was pressed. The cause of the issue was localized to a failed paddle set. The customer was advised to replace the internal paddle set. This was a malfunction of the internal paddle set.